Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "(B)(6) aquacel foam adhesive dressing 12.5cm x12.5cm was applied to the wound. (B)(6) dressing change was uneventful. (B)(6) patient described the area under the dressing as painful and itchy before dressing removal. On removal the skin was red and inflamed with some epidermal stripping. The dressing was discontinued and aquacel was applied to the wound with two layer compression therapy. (B)(6) aquacel was continued with two layer compression therapy and antibiotic therapy was commenced."